Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot emit x-rays. Upon further inspection, the fse found collimator control failures and other software-related failures. Fse reinstalled operating system, application, system configuration, geometry adjustment, generator adjustment, detector adjustment and 3d verification were done. After that, the system was returned to use with restrictions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was not in clinical use at the time of the event. No harm was reported to philips. A philips remote service engineer (rse) spoke with the customer and found the device was shutting down and occasionally not starting. Philips has started an investigation of this complaint.